Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09364. It was reported that the right atrial lead exhibited high pacing impedance. The patient presented for a lead revision procedure on (B)(6) 2019. During the procedure, there was insulation wear noted on the right ventricular lead. It was unknown if the atrial lead also had insulation wear. The right ventricular lead did not exhibit any electrical anomalies. It was suspected that the patient had twiddler syndrome. On b)(6) 2019, the leads were capped and replaced. Patient was stable.